Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the guidewire was unable to be removed from the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of the guide getting stuck in the lead was confirmed. As received, a complete lead was returned in one piece for analysis with the stylet stuck inside the lead. Visual inspection of the lead revealed that the connector pin and connector cap were pulled out of the connector assembly consistent with procedural damage. The cause of the reported event was isolated to the bunching of the stripped stylet, polytetrafluoroethylene (ptfe) coating, and inner coil. A review of the device history record (DHR) confirmed that there were no issues identified related to this reported event. Abbott is continuing to monitor this issue.